Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 12-sep-2017 a field service engineer (fse) confirmed that the sample nozzle assembly was bent. The sample nozzle assembly was replaced. The instrument was operating without any issues. A 13-month complaint history review was performed from 11-aug-2016 through (B)(6) 2017 for serial (B)(4) for similar complaints. A total of three (3) complaints were found during the searched period, including this event; however, there were no other similar complaints. The aia-360 operator's manual under safety precautions states to uncap primary tubes before loading the carousel. Operation will damage the parts in the aia-360 with a cap attached. The most probable cause of the reported event was due to an operator error.

Event description:
On (B)(6) 2017 a customer reported that the sample nozzle assembly was bent while running an hba1c patient sample. The customer reported that the patient sample was run on the aia-360 without removing the cap, causing the sample nozzle assembly to bend. The customer was unable to run patient samples on hba1c. On 12-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.